Event description:
It was reported that caller previously did not see drops of insulin at end of tubing during fill tubing step of load sequence, and caller had not completed cartridge air removal step before filling cartridge. There was no adverse impact to the customer¿s blood glucose level. Customer planned to resolve issue by changing cartridge, while technical support advised on correct procedure for removing air and properly loading cartridge, and caller acknowledged and understood instructions.